Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The customer was using the third-party battery. After replacing the battery with the original one, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to user error.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.